Event description:
Clean care was used instead of a contact solution after I visited a friend's house overnight. After putting my contacts in a felt an intense burning sensation that lasted all day. When and how was error discovered the burning sensation and inability to open my eye. I laid on the bathroom door screaming for some time. After the homeowner calmed me down and offered to take me to the emergency room. We discovered the wrong cleaning solution was used. (B)(6). Submission ID: (B)(4).